Manufacturer narrative:
Investigation summary: tested 5x retained and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain or return testing. Source: phone.

Event description:
Customer reporting 1 false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Unknown if the result was confirmed. Confirmation method not provided. Customer declined to further investigate the issue.